Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaw was bent. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25132542, 25132614, 25132614 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was not returned for to the factory for evaluation. However, through photographic inspection there were signs of clinical use and evidence of blood were observed on the jaw. The heater wire was flexed and detached from the tip of the jaw. The heater wire remained attached at the base of the jaw. No other visual defects were observed. Based on the photographic inspection, the complaint for "bent wire" was confirmed. Specific actions for the confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaw was bent. The hospital did not report any patient effects.